Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 42mg/dl. The customer's most current level was 131mg/dl. The customer state that 911 were called and they were taken to the hospital. Troubleshoot was conducted, and the customer was advised to contact their healthcare provider regarding unexplained lows. The customer was advised to monitor the pump and call back if issues persist.